Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the regulatory authority reported that they have been made aware of an article from the journal of bone and joint surgery in relation to kinemax plus inserts. It is further reported that the article title is "premature failure of kinemax plus total knee replacements". It is further reported that the competent authority asking is stryker are aware of this article and can the manufacturer respond to the conclusions from the article.